Event description:
Neonatal nurse practitioner (nnp) placed a PICC line into patient using introsyte-n introducer. After vein was accessed, the needle was moved and PICC catheter advanced without difficulty. Nnp slid introducer catheter out and went to peel it away. Nnp grabbed the purple wings to snap and peel away and one of the purple wings completely broke off before the peeling could be completed. So there was no way to continue to remove the peel away catheter. Nnp had to have another nnp scrub in to hold PICC catheter in place while tweezers were used to slowly pick off the rest of the peel away catheter. This was successful and no harm occurred.